Event description:
It was reported that the patient experienced driveline communication faults. A review of the log file confirmed the fault. There were no other unusual events seen within the log files. The fault resolved after the modular cable and controller were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2022-13575.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the reported driveline communication faults; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file recorded 5 com_a_faults resulting in 17 driveline communication fault alarms on (B)(6) 2022 at 11:19:58 that remained active for the remainder of the captured data. Pump function was not interrupted during these events. The log file appeared to capture the pump operating as intended. Heartmate 3 lvas IFU, rev. C, section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms, including the driveline communication fault, and the recommended actions associated with them. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. The relevant sections of the device history records for modular cable lot #7613457 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.